Event description:
It was reported that this pacemaker system exhibited cross talk oversensing for its right atrial (ra) lead on its right ventricular (rv) lead channel, so a vt episode were stored. Technical services (ts) was consulted and discussed stored episodes as well as available troubleshooting and programming options. This pacemaker remains in service. No adverse patient effects were reported.